Manufacturer narrative:
The events of capsular contracture baker grade ii-iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii, seroma-late and rupture.

Event description:
Patient's representative reported "pain immediately after the surgery", "liquid component observed". MRI scan performed with findings: "sub-muscular breast augmentation outcomes with grade ii/iii becker capsular contracture following probable long-lasting implant rupture", "mild breast ptosis with asymmetry" and "the breast looks painful upon palpation." This related to the left side. Unknown if the device has been explanted.